Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00818, 00819, 00820, 00822, 0823 and 00824.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using a px slim delivery microcatheter and ruby coil's. During the procedure, the physician believes that the rotating hemostatic valve (rhv) may have kinked the px slim delivery microcatheter which prohibited it from advancing smoothly. A wire was able to pass through the px slim delivery microcatheter; however, the px slim would not traverse into the iliac artery. The physician exchanged the px slim delivery microcatheter which was able to reach the iliac artery. As the physician attempted to advance a ruby coil, the coil would not enter all the way into the px slim delivery microcatheter. The ruby coil was getting stuck before the back hypo tube would enter the px slim; therefore, the physician was unable to get any pushability. The px slim delivery microcatheter was flushed; however, the incident occurred again. Another ruby coil was used and this coil could not get the orange covering sheath to pull back on the system. It felt as if it was glued onto the delivery system. This happened with four more ruby coils, for a total of six coils that had a sticking issue. During this procedure, the physician was able to place four ruby coils without a sticking complication. This was done intermittently during the procedure.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.